Manufacturer narrative:
Initial reporter occupation: imaging manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter broke apart. During a procedure on (B)(6) 2022, the catheter broke apart "at the stopcock" after insertion. Additional information regarding event details and patient outcome has been requested but is currently unknown.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: on 11may2022, cook medical received a complaint from a representative of the (B)(6) hospital, located in the (B)(6). Upon the placement of an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult12.0-38-25-p-6s-clm-rh, lot: 14524165), the catheter broke away from the stopcock. Since this device is not equipped with a stopcock, it is reasonable to conclude the customer was referring to the catheter separating from the mac-loc adaptor. Therefore, this complaint will be investigated as to the catheter separating from the mac-loc adaptor. Multiple attempts were made in an effort to obtain clarification to the reported incident. To date no response has been received. If additional information is received contradicting this investigation, the file will be updated accordingly. No harm to the patient has been reported at this time. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be completed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) for lot 14524165 and all associated subassembly lots found one related nonconformance for "failed gap gauge,¿ in which two devices were scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_multi2_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of the dmr, IFU and DHR suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the limited information provided, no returned product and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported incident. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.